Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information received: the issue occurred on the last firing on sleeve and was described as ¿jumping¿ and pushing the tissue forward. A blue reload was being used with slr. The surgeon generally fires in crotch, but last firing can be a challenge sometimes. He states that he is not doing anything different. Their cleaning technique used to be in shallow basin now in deeper container vertically past articulation joint and wiping jaws. Only the 3rd case utilized the proper cleaning protocol. Crotch staples are taken out. 20-30mm of tissue except gold firing was full. It is not believed that the surgeon is over-stuffing jaws with tissue, and he does not wait 15 seconds for compression before firing. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the surgeon was using echelon 60 for a sleeve gastrectomy and very last firing the tissue pushed out of jaws when he fired the stapler. He did have a patient that had a leak but wasn¿t sure if it was that patient because he had done several cases that day and wasn¿t sure if that was patient that he had this issue on. The patient presented with a leak ten day¿s post-operative.